Event description:
Litigation alleges after the implant of devices, bilateral patient experienced severe pain and discomfort, exhibited the symptoms of a loose implant, suffered a loss of muscle mass and elevated metal ion levels.

Event description:
**Update**(B)(4) 2013 - sales rep reported revision. There was no new information that would affect the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.